Event description:
It was reported that the downstream occlusion was out of limits. There was no reported patient involvement. The device evaluation was able to verify the reported problem.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm and duplicate the reported problem. It was determined that the downstream occlusion sensor was the root cause and was calibrated to address the issue. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.